Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the account commented that the incident happened between (B)(6) 2018. If implanted, give date: unknown, but the best estimate is between (B)(6) 2018. If explanted, give date: not applicable as there is no indication that the lens was explanted. It was indicated that the delivery system is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00) the doctor pushed the plunger of the injector and started screwing as required. Reportedly, the lens got stuck between the cartridge and the plunger. The surgeon had to take a mcpherson pincet to release the trailing haptic out of the cartridge. No patient injury and no wound enlargement was required. The account commented that the trailing haptic was partially unfolded while still in the cartridge which caused it to get stuck. Additional information was received and it was clarified that the leading haptic and the lens optic were released normally but the trailing haptic was partially unfolded and got stuck in the cartridge. The trailing haptic was then manually released and the procedure could be finished without any adverse effects for the patient. The delivery system was discarded by the customer. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).